Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had leakage. The device was perforated. No patient injury reported. During the evaluation of the device, it was noted the nozzle and air/water tube were clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle and air/water tube were clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. No leakage was found. The air/water cylinder and suction cylinder had discoloration. Due to clogging of the air/water tube, the air supply volume did not meet the standard value. Due to clogging of the nozzle, the water supply volume did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. Due to wear of the angle wire, the bending angle in the left direction did not meet the standard value. The connecting tube had peeling coating. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The issue was detected during reprocessing. There was no damage to the patient or operator.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and manufacturing date of the device.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign material. The foreign material was unable to be identified. It was confirmed that there were no reports of nozzle deformation or damage. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and the objective lens cleaning function." 3) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. " 4) "clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.